Event description:
Rptr states that their implants are leaking and feels like they have glass all over their body. Rptr has anemia, short term memory loss, connective tissue disorder; and severe copd. Rptr has been disabled since the age of 36.